Manufacturer narrative:
In response to FDA report number mw5082994. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. [Mw5082994].

Event description:
Patient reported, via sus voluntary event report (mw5082994), right side "severe pain and "enlarged lymph nodes", "developed a potentially deadly bacterial infection", "chronic pain". Device has been explanted.